Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "peripheral arterial line with blood noted to be backing up into tubing. Tubing changed several times and all were noted to be leaking. Fluids were not infusing causing blood to back up into tubing." An incomplete date of event of xx-jun-2019 was provided. The medwatch report states that the event occurred in the nicu. It was reported that multiple tubing sets leaked during a combined primary infusion of tpn and lipid infusing at of 100ml/kg/day that occurred in the nicu. The customer further stated that there were no adverse effects caused to the neonate patient from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis; extreme prematurity, 24 weeks.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "peripheral arterial line with blood noted to be backing up into tubing. Tubing changed several times and all were noted to be leaking. Fluids were not infusing, causing blood to back up into tubing." An incomplete date of event of (B)(6) 2019 was provided. The medwatch report states that the event occurred in the nicu.